Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the sales rep, that during an achilles rupture procedure, the surgeon placed the pars jig, ar-8860j, into the patient knowing that the pins were loose. After the pins were placed the surgeon could not pass the sutures in the order as indicated on the card. The # 1 and # 5 sutures had to be switched. The case was completed. Additional information provided 11/21/2019: the case took place on (B)(6) 2019. After removal of the jig, the sutures pulled through so the surgeon switched the black and white suture order. The case took longer than normal as the rep was troubleshooting the jig and the patient was administered additional anesthesia. Additional information 11-25-2019: per the sales rep, the surgery was extended for 45 minutes. There were no unplanned incisions. The surgeon used open krackow to complete the case.